Event description:
Information received indicates that the patient was put on ECMO and flows were established when blood was observed coming from the vent port of the oxygenator. ECMO was continued until a replacement circuit was primed. The oxygenator continued to provide oxygenation, but continued to leak from the vent port. When the replacement was ready, the oxy was changed out with no reported effect to the patient. Later it was reported that the patient had died at 10:30 p.m. (Time of procedure was not provided).

Manufacturer narrative:
Analysis: although requested, no product was received and no device specific information was provided. We were unable to review the device history record, and could not test the unit. Conclusion: without an analysis of the product, we are unable to determine the cause of the event. It was not implicated that the reported product caused or contributed to the patient's death.